Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00832 (submitted to the FDA via catsweb). This additional regulatory report decision (arrd) has been created to submit additional information related to completion of the complaint investigation. The referenced ungrounded patient cable issued to patient on (B)(6) 2017 is reported under medwatch MFR report #2916596-2017-02744. (Concomitant medical product): 14v ungrounded patient cable; lot # 10000820. Approximate age of device ¿ 1 year and 7 months. The pump remains in use supporting the patient; however, the ungrounded patient cable was received for investigation. Manufacturer's investigation conclusion: the pump remains in use supporting the patient; however, the ungrounded patient cable was received for evaluation. The reported pump stoppage event was confirmed through the analysis of the submitted system controller log file; however, the pump stops were not reproduced during analysis. The low speed/pump stoppage event occurred while the system controller was connected to the power module. Based on our previous complaint experience, this pump stoppage event appears consistent with a potential driveline wire compromise; however, the root cause cannot be conclusively determined through this evaluation. The returned 14v power module (pm) patient cable was properly connected to a test controller, test hmii pump, and a power module. The system operated with an average system voltage of 14.3 volts. The cable was connected to a breakout cable fixture and underwent multiple continuity tests using a digital multimeter. The cable passed most of the continuity tests. Two steps o the continuity test resulted in an open loop due to the patient cable being ungrounded. Further testing revealed a compromised cable down 4'6'' from the bottom of the y junction (power module¿s side). The damaged wire was brown, which is responsible for measuring the rsoc of the black cable. The root cause of the pump off alarms was unable to be conclusively determined through this analysis. A review of the device history records revealed the devices met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that numerous pump stoppage events occurred while the pump was connected to an ungrounded patient cable. The alarms ceased after switching back to battery power. The patient was given a new ungrounded patient cable, which resolved the issue. The ungrounded patient cable in use at the time of the event was previously issued to the patient on (B)(6) 2017 due to a suspected short to shield event. No further information was provided.